Event description:
The customer alleged that the unit was unable to evacuate chamber. There were no reports of physical complaints. The asp field service engineer (fse) found the vacuum pump oil low. The fse found unit misting oil and noted that the vacuum pump was unable to draw down below 10.8 torr. The fse replaced vacuum pump, 1st pump damaged, 2nd pump damaged, 3rd pump resolved problem. The fse calibrated all transducers and cleaned stabilizer from valves. The fse replaced oil return tubing and ran an empty chamber test. All passes on standard and flex cycle.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found the vacuum pump oil low. The fse found unit misting oil and noted that the vacuum pump was unable to draw down below 10.8 torr. The fse replaced vacuum pump, 1st pump damaged, 2nd pump damaged, 3rd pump resolved problem. The fse calibrated all transducers and cleaned stabilizer from valves. The fse replaced oil return tubing and ran an empty chamber test. All passes on standard and flex cycle.